Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for reservoir unable to lock in place. Customer¿s blood glucose was unknown. Customer reported that half of the plastic ring around the reservoir has broken off the pump and the reservoir will not lock in pump. Customer did state she is pregnant. Advise to discontinue use of the pump and revert to a back-up plan per healthcare provider instruction. Advise the insulin pump will need to be replaced.